Event description:
It was reported via a literature article that a patient underwent an unknown kyphoplasty procedure. At an unknown time post-op, the patient presented with chest pain. "It was revealed on imaging studies that there was a presence of foreign objects in the right atrium and ventricle. Patient was given oral anticoagulation medication and sent home. The patient returned with progressive dyspnea and chest discomfort due to dislocation of one object with consecutive perforation of the right ventricle and moderate pericardial effusion as a CT showed. Subsequently, the patient underwent urgent cardiotomy on cardiopulmonary bypass with the retrieval of 3 pmma bone cement filaments. It is said that the patient recovered. No further details are known at this time".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.